Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, (B)(6) 2005; 419388 lead, (B)(6) 2005; 4568-53 lead, (B)(6) 2003; 5076-58 lead, (B)(6) 2003. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited low impedance on the low-voltage portion of the lead and high thresholds due to the lead becoming dislodged. The lead also appeared to be damaged near the point where the three pins joined together. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.